Manufacturer narrative:
Correction: PMA/510(k) # should be p010032 on the initial report, which has been corrected in this report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Event description:
It was reported the patient did not recharge the ipg as recommended. As such, the ipg became inoperable. It was noted that the patient stopped charging because they lost their remote and moved states. As a result, the ipg was explanted and replaced on (B)(6) 2019. Adequate therapy was established post-operatively.